Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomenon was attributed to the communication failure due to adhesion of foreign material on the connector of the subject device or the connector of the endoscope that was connected to the subject device by the user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the camera head communication error e224 was displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.